Event description:
The user stated the valve on the bottom of the water tank was cracked and was leaking. The leak was not on the floor and not on the walkway. No pt samples were involved. No operators were harmed. The operator replaced the valve body which resolved the problem and the water reservoir was no longer leaking.